Manufacturer narrative:
The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion). It was also reported there was no patient injury. Pharmacist reported trouble administrating the entire contents of a 50ml glass bottle of praxbind. He was programing back to back 50 ml glass bottles (required therapy) that is followed by a flush so that patient received every contents of bottle. The recommended dose of praxbind is 5 g, provided as two separate vials each containing 2.5 g/50 ml. The concern is that there is residual volume left in the glass bottles after the programmed infusion was completed and they want to ensure the patient is receiving the full dose. He stated that they have resolved the issue to date and he did not provide any details in regard to the steps taken to resolve the issue. He confirmed that this was not an isolated issue, no devices identified and no devices will be returned to baxter for service. No further assistance is required at this time as the issue has been resolved. In addition, he confirmed that there was patient involvement, no patient injury and no medical intervention provided as a result of these occurrences.